Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing with pcr generated negative resutls. The customer states the patient was asymptomatic. The patient tested positive by pcr 6 months ago. The patient has since been vaccinated for covid. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149383 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m149383 and test base part number 190-430 / lot m149383. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149383 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is s sample interference or cross contamination.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported additional information on the false positive result with the ID now covid-19 assay performed on 29jun2021 on a direct tested nasopharyngeal kitted swab.. Repeat testing was not performed. Confirmation testing with pcr using saliva generating negative results. The customer stated the patient was asymptomatic.